Event description:
It was reported during an implantation procedure, the device had ineffective defibrillation. Several attempts were made to defibrillate without success. The device was explanted and another device used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.